Event description:
Customer reported a motor error alarm during a prime. The customer also stated there was a high pitched, constant tone on her insulin pump. The customer also reported her insulin pump had a frozen display following the motor error alarm and constant tone. The customer's blood glucose was 160 mg/dl. The customer also stated her buttons were unresponsive and that her screen was not completely blank. Troubleshooting found the customer's drive support cap appeared to be normal. The customer's insulin pump also passed the self test. It was also found the correct bolus amount was recorded in the customer's bolus history. Customer was advised to return her insulin pump. No additional information provided.

Manufacturer narrative:
Pump received with blank display and constant tone alarm due to moisture damage electronic assembly. Unable to verify a21 alarm, reset anomaly, a73 alarm, motor error alarm, button keypad anomaly, e27 alarm, stuck on the screen or black screen due to blank display. Unit had corroded motor home switch. Unit had scratched display window and cracked reservoir tube lip.